Event description:
It was reported that during a da vinci-assisted hiatal paraoesophageal hernia surgical procedure, the medium large clip applier instrument was unable to open instrument jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier instrument was unable to open instrument jaws. Based on the claim against the product by the customer noting the medium large clip applier instrument was unable to open instrument jaws, an investigation was completed to determine the cause of this reported event. Isi has received the medium large clip applier instrument involved with this complaint. Failure analysis (fa) investigations was not replicated nor confirmed the customer reported complaint. Fa found the primary finding of cannot verify external event to be related to the customer reported complaint. The medium large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue might be related to customer-induced problems, including mishandling/misuse of the product and recognition issues. The complaint regarding medium large clip applier instrument was unable to open instrument jaws, was not confirmed based on failure analysis. A review of the instrument logs for the medium large clip applier instrument (part number 470327-12/lot number k10211018 0275) associated with this event has been performed. Per the review, the medium large clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 98 uses remaining after the last procedural use. No image or video was available for review. No additional actions are currently required given that this issue will continue to be tracked.